Event description:
In 2006, this patient underwent endovascular repair of an infrarenal abdominal aortic aneurysm using a gore excluder aaa endoprosthesis trunk ipsilateral leg component. During surgery, it was noted that the ipsilateral leg of the device was infolding.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.